Event description:
The reporter stated the surgeon implanted a micl 12.6 mm implantable collamer lens in the pt's right eye on (B)(6) 2012. The lens was explanted due to high vault and overcorrection. The lens was exchanged for a shorter length lens with a smaller power. The incision was not enlarged to remove the lens but the surgeon used three sutures to close the wound. On pt's follow-up visit, vault was good and ucva is 20/20.

Manufacturer narrative:
Results: the lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Manufacturer narrative:
Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation, method - medical review. Results : visual inspection of the returned product found a piece of one haptic torn off and missing. There were light scratches on the haptic and lens optic. The lens was returned in liquid and there was evidence of clear surgical residue. Medical review - review of this file indicates that the patient had a refractive surprise after implantation of the icl. The icl was exchanged with a different power which resolved the problem. It is highly unlikely that the power of the icl is incorrect or labeled incorrectly since the problem was resolved after exchange with a different power. This event is most likely caused by inaccurate refractions prior to calculation of the lens power to be implanted. The icl was also exchanged for a shorter length due to excessive vault which also resolved the problem. The root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the event is most likely caused by inaccurate refractions prior to calculation of the lens power to be implanted. (B)(4).